Event description:
It was reported that, "cuts were made in the usual fashion. Trials was seated correctly and flush with cuts. Varus/valgus testing and range of motion testing revealed the trial components were too 'tight' and a 2mm cut was taken from the tibia in both knees. Trial components were retested and found to still be 'tight'. A further 2mm was cut from the tibia and the femoral component downsized and moved 2mm anterior. Varus/valgus testing and range of motion testing of the final components revealed the component to be quite loose, and probably less than satisfactory."

Manufacturer narrative:
Device not returned as it is in the loaner kit. No evaluation will be performed. Should device become available with additional info, a supplemental report will be issued.